Event description:
In 2005, the reporter, a clinical specialist, contacted lifescan alleging that one of the doctor's office meters was reading inaccurately low. The reporter stated that she did not know whether the one touch profile meter or one touch basic enhanced meter was used at the time of concern. The reporter said a patient was brought to the doctor's office feeling thirsty. The reporter did not know the patient's sex or age. The patient had not been previously diagnosed with diabetes. A result of 100 mg/dl was obtained on one of the above referenced meters. The doctor immediately tested the patient's urine; the reporter said the doctor suspected the meter result was incorrect. The urine test was positive for glucose and the doctor sent the patient to the ER. A result of 356 mg/dl was obtained on the ER device within 2 hours of the lifescan meter test. The reporter did not know the specific treatment received by patient. The reporter said both meters passed quality control testing when checked by biomedical personnel at the facility. The reporter said she did not know if sufficient blood was applied to the test strip when the patient's blood glucose level was tested on the lifescan meter. An insufficient blood sample can contribute to an inaccurate result. The test strips and and control were replaced.